Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an ogd (oesophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was able to retrieve biopsy samples however, upon removal from the scope it was noticed that half of the forceps jaw was missing. The location of the missing component is unknown and no further action was taken to locate and retrieve it. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that a jaw had broken off. The fractured part was sent for sem material analysis, and it was determined that there were no material anomalies were noted and the jaw broke as a result of a torsional overload. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the device jaw was missing. Based on the material analysis, the fracture likely occurred due to a torsional overload. Additionally, the directions for use (dfu) caution that the "application of excessive force to the forceps may damage the device." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an ogd (oesophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was able to retrieve biopsy samples, however, upon removal from the scope it was noticed that half of the forceps jaw was missing. The location of the missing component is unknown and no further action was taken to locate and retrieve it. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)